Event description:
Customer reported nurse was switching the pump from an adriamycin infusion back to the primary infusion when the pt noticed her arm was wet. The texium had leaked at the smartsite y site connection on the primary tubing below the pump. The pt was receiving an infusion of adriamycin 99mg in 150ml normal saline bag and the infusion was almost completed with only 10ml to 20ml left at the time of the event. No pt harm occurred. Although requested, no add'l info was available.

Manufacturer narrative:
(B)(4). The customer's experience of leaking texium at the smartsite y site connection could not be duplicated during this investigation. Testing and inspection of the returned disposable set found it to be in good condition and working as designed. The root cause of the reported failure was not determined. The lot number was not identified; however, laser (B)(4) indicates that the set was built on 02 july 2009. The mfg database was reviewed and no quality issues were noted during the production build period for the involved model number and the failure mode reported.